Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. There was no visible defects identified that could have contributed to the leak observed. A device history review was performed for the reported lot 2006228, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2006228 were used to for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: leakage of chemotherapeutic drugs during empty needle use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: leakage of chemotherapeutic drugs during empty needle use.